Manufacturer narrative:
The getinge field service engineer (fse) resolved the reported issue by replacing the upper lcd display (0160-00-0127). The fse performed a full pm with calibration, functional, and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the upper display of the cardiosave intra aortic balloon pump (iabp) was found to have a missing video segment. There was no patient involvement.

Manufacturer narrative:
Initial MDR report (tw: (B)(4); mfg report #: 2249723-2023-00730 was submitted containing a blank ¿date received by manufacturer¿.